Event description:
Boston scientific received information that this right atrial lead was fractured. Additional information received indicates there was ra lead crush at the suture sleeve that was identified during device change out. A lead removal difficulty was noted, thus, the lead was capped. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.